Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer removed the o-ring to resolve the issue. Customer¿s blood glucose level was not impacted by the event.